Manufacturer narrative:
H10: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (type of investigation, investigation findings, investigation conclusions) tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section h6 (health effect - impact code, health effect - clinical code).

Event description:
Edwards received notification that a patient with a valve model 7300tfx25 was explanted after an implant duration of 7 years and 1 month due to degeneration leading to severe stenosis and mild to moderate central regurgitation, valve was thickened and had severely restricted opening. As per site gross examination, the valve also showed calcification and fibrous pannus overgrowth. The patient presented with nyha ii-ii symptoms and worsening pulmonary hypertension, paroxysmal nocturna dyspnea, short of breath, drowning and heaviness in the chest when lying down at night. The valve was replaced with a non edwards mechanical valve. The patient presented bradycardia requiring external pacer for initial post-op period. This was resolved and the patient was in sinus rhythm at the time of discharge. The patient was discharged on pod# 7 in stable condition. A tricuspid valve repair was performed concomitantly due to native tricuspid regurgitation the same date of the re-do procedure. An edwards 24mm physio ring was implanted with no tricuspid regurgitation and no tricuspid paravalvular leak.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a valve model 7300tfx25 has been placed under consideration for a re-do surgery after an implant duration of six (6) years and three (3) months due to degeneration leading to severe stenosis and mild to moderate central regurgitation, valve was thickened and severely restricted leaflet opening. The patient presented with nyha ii-ii symptoms and worsening pulmonary hypertension, paroxysmal nocturna dyspnea, short of breath, drowning and heaviness in the chest when lying down at night. Decision was made to replace the study valve with a mechanical valve in the next months.